Event description:
Cas received a call from reporter for a service/analysis request. Family member says monitor, allegedly in use at the time, did not work or was not on. Reporter was not contacted after pt's death. Monitor held by family member on attorney's advice and not given to agency until collections threat, over a year after event.